Manufacturer narrative:
(B)(4). Pseudarthrosis literature citation: hynes, et al. Cortical bone trajectory for lumbar pedicle screws. Tbd. There is no information to suggest that the device was explanted. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.

Event description:
Early results of clinical experience with a new medial screw trajectory insertion technique are given (the pedicle screw trajectory is altered so that the screw is directed through the pedicle cortical bone only). The retrospective review of peri-operative and post-operative complications includes consecutive patients, age 18 or older, who underwent lumbar arthrodesis and had a minimum 3-month follow-up. Data was extracted from charts and hospital records. There were 107 patients who underwent bilateral pedicle screw fixation using traditional lateral insertion technique (lateral group) and 314 patients who underwent bilateral pedicle screw fixation using the new medial trajectory insertion technique (medial group). Following l2-s1 fusion with medial screw trajectory, l2-s1 pseudarthrosis was observed in this patient with a preoperative diagnosis of spondylosis. No details were given.